Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled. As it was stated, there were two issues claimed with power supply and battery backup, however, during inspection it was revealed that paint chipping on keypad occurred. There was no injury reported however we decided to report the issue basing on potential as any paint particles falling off into sterile field or during procedure may be a source of contamination. It was established that when the event occurred, the surgical light did not meet its specification, since appearance of chipped paint could be considered as technical deficiency, and in this way device contributed to event. We have not received information whether the device was being used for patient treatment at the time when the event occurred. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. All maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow detecting the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. It is also recommended to avoid excessive friction during cleaning or inappropriate cleaning products. Given the circumstances and after our review of complaint ratio behavior of this nature, we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
The issue is being investigated by the manufacturing site. Device not returned to manufacturer

Event description:
On (B)(6)o 2020, getinge became aware of an issue with one of surgical lights power-led. As it was stated, there were two issues claimed with power supply and battery backup, however, during inspection it was revealed that paint chipping on keypad occurred. There was no injury reported, however, we decided to report the issue basing on potential as any paint particles falling off into sterile field, or during procedure may be a source of contamination.